Manufacturer narrative:
(B)(4).

Event description:
The customer reported that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. The fse reported that the touchscreen was not responded and unable to calibrate. The touchscreen was replaced and operational verification procedure (ovp) performed per service manual. The unit is now working and within specifications. The suspect component has been to carefusion's failure analysis lab and is awaiting further analysis. A follow up report will be submitted once the report has been completed.

Event description:
The customer reported touchscreen not responding. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.

Manufacturer narrative:
Failure analysis: received vela front panel assembly. Visually inspected part. Noticed back light inverter cable damaged, and chip in touch screen. Replaced back light inverter cable. Installed in known good unit. Touch screen was completely responsive and was calibrated successfully. Findings/root-cause: the reported issue could not be duplicated; however the chip in the touch screen can cause intermittent failures.